Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Section b2 and b3: date of death is unknown and was unable to be provided. Section d4: serial number was unable to be provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), and the patient's outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away with cause of death unknown. The outcome was not considered to be device or therapy related.